Event description:
The customer reported that during an infusion, the pump alarmed for "faulty line" and they noticed a leak at the bottom of the burette set which was connected to a bbraun line. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.